Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The mother stated that a few days ago, she inserted a new sensor to the buttock. The customer stated that the sensor glucose alarm was not available. The customer stated that she tried to connect the other transmitter and removed the sensor, but discovered that the electrode is missing. The customer stated that she inserted a new sensor and everything worked fine. The customer will be sent a replacement sensor.